Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and teach pump test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 17/feb/2023 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to swelling, hypotension, fluid overload, and water in the lungs (pulmonary edema). No additional information was provided during follow-up. The patient¿s discharge summary was obtained on (B)(6) 2023. The document states the patient presented to the emergency room (ER) via ambulance due to coughing, blurred vision (likely due to a vitreous hemorrhage), fever, chills (3 days), and generalized weakness (1 week). Additionally, the patient reported being unable to eat or drink (timeline unknown). Evaluation in the ER noted a bilateral +1 lower extremity edema; however, the patient denied any dyspnea, chest pain, abdominal pain, or urinary symptoms. The patient was sent for a chest x-ray, the results of which showed no acute cardiopulmonary disease, and a computed tomography (CT) scan of the head revealed some cerebral volume loss and white matter changes, but no acute findings. Hematological testing revealed the patient was hypokalemic and was given intravenous (IV) potassium replacement as well as a normal saline bolus (250 ml) for fluid hydration. The patient was given a single dose of IV cefepime 1000 mg and was admitted to the telemetry unit. The patient was transferred to a medical bed on (B)(6) 2023 after completing ccpd the evening prior and was discharged home on (B)(6) 2023. The patient was given a consultation for physical therapy to improve the reported generalized weakness. The discharge summary did not corroborate the patient contact¿s report of hospitalization due to fluid overload, swelling, hypotension, and pulmonary edema. Despite the documentation, the pdrn reaffirmed the patient was in fact in fluid overload.

Manufacturer narrative:
Correction provided in a3.

Event description:
On 17/feb/2023 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to swelling, hypotension, fluid overload, and water in the lungs (pulmonary edema). No additional information was provided during follow-up. The patient¿s discharge summary was obtained on (B)(6) 2023. The document states the patient presented to the emergency room (ER) via ambulance due to coughing, blurred vision (likely due to a vitreous hemorrhage), fever, chills (3 days), and generalized weakness (1 week). Additionally, the patient reported being unable to eat or drink (timeline unknown). Evaluation in the ER noted a bilateral +1 lower extremity edema; however, the patient denied any dyspnea, chest pain, abdominal pain, or urinary symptoms. The patient was sent for a chest x-ray, the results of which showed no acute cardiopulmonary disease, and a computed tomography (CT) scan of the head revealed some cerebral volume loss and white matter changes, but no acute findings. Hematological testing revealed the patient was hypokalemic and was given intravenous (IV) potassium replacement as well as a normal saline bolus (250 ml) for fluid hydration. The patient was given a single dose of IV cefepime 1000 mg and was admitted to the telemetry unit. The patient was transferred to a medical bed on (B)(6) 2023 after completing ccpd the evening prior and was discharged home on (B)(6) 2023. The patient was given a consultation for physical therapy to improve the reported generalized weakness. The discharge summary did not corroborate the patient contact¿s report of hospitalization due to fluid overload, swelling, hypotension, and pulmonary edema. Despite the documentation, the pdrn reaffirmed the patient was in fact in fluid overload.

Event description:
On (B)(6) 2023 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to swelling, hypotension, fluid overload, and water in the lungs (pulmonary edema). No additional information was provided during follow-up. The patient¿s discharge summary was obtained on (B)(6) 2023. The document states the patient presented to the emergency room (ER) via ambulance due to coughing, blurred vision (likely due to a vitreous hemorrhage), fever, chills (3 days), and generalized weakness (1 week). Additionally, the patient reported being unable to eat or drink (timeline unknown). Evaluation in the ER noted a bilateral +1 lower extremity edema; however, the patient denied any dyspnea, chest pain, abdominal pain, or urinary symptoms. The patient was sent for a chest x-ray, the results of which showed no acute cardiopulmonary disease, and a computed tomography (CT) scan of the head revealed some cerebral volume loss and white matter changes, but no acute findings. Hematological testing revealed the patient was hypokalemic and was given intravenous (IV) potassium replacement as well as a normal saline bolus (250 ml) for fluid hydration. The patient was given a single dose of IV cefepime 1000 mg and was admitted to the telemetry unit. The patient was transferred to a medical bed on (B)(6) 2023 after completing ccpd the evening prior and was discharged home on (B)(6) 2023. The patient was given a consultation for physical therapy to improve the reported generalized weakness. The discharge summary did not corroborate the patient contact¿s report of hospitalization due to fluid overload, swelling, hypotension, and pulmonary edema. Despite the documentation, the pdrn reaffirmed the patient was in fact in fluid overload.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse events of weakness, coughing, fever, chills, poor appetite, blurred vision, and alleged fluid overload, which prompted hospitalization. Per the medical records, the patient¿s blurred vision was likely caused by a vitreous hemorrhage. However, the medical records do not indicate the patient received any medical intervention for these serious adverse events, outside of a single dose of cefepime on admission. There is no documentation or objective evidence indicating a fresenius device(s) and/or product(s) malfunctioned or failed to meet manufacturer specifications. However, the liberty select cycler cannot be excluded from the serious adverse events. Given the temporal relationship, the continued allegation of serious adverse events (e.g., swelling, fluid overload, pulmonary edema, hypotension) by the family and clinician, and no manufacturer evaluation/investigation currently available. The liberty select cycler cannot be disassociated from the serious adverse events at this time.